Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt was experiencing telemetry issues with their device. Possibility of a dead battery was reviewed. The pt expected a longer life from battery, but did not have any record of previous pt settings that a longevity estimation could be calculated from. It was recommended testing of lead during ipg replacement to verify lead integrity was good. Add'l info has been requested, but was not available as of the date of this report.